Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the black box and alarm history showed call service 078, and 064 alarms. A call service 052 alarm was emitted after the pump was powered up. The alarm was unable to be cleared. Further testing could not be performed. Unrelated to the original complaint, moisture was found on the display, on the motor flex connector, and on the transceiver board. The complaint was unable to be investigated due to internal moisture damage and the call service 052 alarm.